Event description:
Approximately two months after cataract surgery with implantation of the crystalens intraocular lens (iol), the pt's best corrected near/intermediate visual acuity decreased to worse than 20/40. The surgeon explanted the crystalens and replaced it with another crystalens intraocular lens. Postoperatively, the pt's near/intermediate bcva improved, however the distance vision has decreased.